Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 80% deployed at a depth of 3 millimeter (mm). Upon release the valve moved to -3 mm. The valve was constrained and a balloon aortic valvuloplasty (bav) was performed. During the bav, the valve moved up to a depth of about -12 mm. Moderate paravalvular leak (pvl) was reported. A second transcatheter bioprosthetic valve was implanted and reduced the pvl to mild. No additional adverse patient effects were reported.